Event description:
It was reported that a stent fracture occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 3.5 mm x 38 mm, eccentric, de novo target lesion was located in a non-tortuous and moderately calcified left anterior descending (lad) artery. A 38 x 3.50 promus elite mr drug-eluting stent was advanced for treatment. However, it was observed that the stent could not pass through the lesion and the stent struts were fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6)